Event description:
It was reported that the user experienced elevated blood glucose throughout the day, reaching approximately 240 mg/dl and later 180 mg/dl, in the context of a transient insulin occlusion alert that resolved without intervention. Symptoms included no reported clinical manifestations. Outcomes included no functional impact to daily activities and no need for medical evaluation or hospitalization. Investigation included complaint handling review, device history review, and review of available data logs. Investigation of this case revealed no confirmed device malfunction and a self-resolved occlusion alert with no reproducible fault. It was concluded that the event represents hyperglycemia of unclear cause with no device-related injury identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.